Manufacturer narrative:
Initial 6 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported experiencing issue of crimped cannulas on (B)(6) 2026 which resulted in high blood glucose event, the elevated blood glucose was successfully managed by the patient through self-administration of multiple daily injections and correction bolus via pump, resolving the issue with no further complications.